Event description:
It was reported that the right ventricular (rv) lead was malfunctioning and was suspected to have failed. It was further reported that the right atrial (ra) lead failed a lead position check. The rv lead was removed and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.